Event description:
This is a spontaneous report by a consumer with supplemental information from a nurse in (B)(6) of break in aseptic technique and peritonitis with culture positive for pasteurella canis in a patient coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex therapy (dose, frequency, and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal therapy was ongoing. During a call with baxter customer services, the following was reported. On an unreported date, the patient broke aseptic technique which was further elaborated as bacteria entered to the peritoneum and also the patient thought it was cassette leaking during dialysis which caused peritonitis. On (B)(6) 2012, the patient experienced peritonitis. On the same day, the patient was hospitalized for peritonitis. Treatment was not reported. On (B)(6) 2012, the patient was discharged. Product surveillance (ps) contacted the home patient (hp) on (B)(6) 2012 regarding the reported incident. The hp stated they did not have the cassette that leaked and did not have any more from that box. Also, the hp could not really remember where the leak occurred. Ps asked if the hp had a dog since the peritonitis culture was positive for pasteurella canis, and this is an organism typically seen in dog bites. The hp stated they do have a dog, but denied the dog bit through the lines; however the hp stated the dog was in the room when he performs therapy. Ps recommended that the dog not be in the room when performing therapy. The hp stated the nurse told him the same thing.

Manufacturer narrative:
(B)(4). The reported condition of a leak causing peritonitis was not confirmed as no sample was available for evaluation and the patient did not describe any use errors that could have contributed to this event. The root cause was undetermined.

Manufacturer narrative:
(B)(4). The lot number was not provided; therefore, a batch review cannot be conducted. The sample was discarded. Should additional information become available, a follow up MDR will be sent. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.